Manufacturer narrative:
Two (2) photographs were provided by the customer, unable to verify the reported complaint from the photographs provided. As received, there is visible damage to the top seal of both tegos, as well as damage on the silicone seal near the locking posts. Complaint of unable to aspirate before dialysis can be confirmed. The probable cause of the damage to the silicone seal is due to a variation on tego seal material which has a direct impact on the functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application a device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. Date returned to mfg: 2/4/2025.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event involved a tego® connector where it was reported "unable to aspirate prior to dialysis." Someone became aware of this issue when observed by clinical staff as part of dialysis procedure. The product was not reprocessed or re-sterilized prior to use. There was patient involvement, delay in therapy but no adverse event. No one was harmed as a result of the reported event.